Event description:
The pt reported that she felt buzzing in her brain and a mild electrical charge on the left side of her brain extending down to her left arm and side; her left arm was frozen. The symptoms started at 4:00 that morning and occurred when the stimulation was on. She reported that the symptoms are at the lead-extension connection and her paresthesia area; changes in her neck produced the sensations intermittently. The pt had no trauma. The pt reported her status as good and that she was at home. She reported that her therapy 'has been and still is excellent'. She planned on seeing her hcp in 2008.